Event description:
The customer reported that when the pt returned from a walk, the companion 2 driver was plugged into wall air, a rhythmic hissing and squeaking noise was heard. The pt was switched to a backup driver without adverse impact. This alleged failure mode poses a low risk to the pt, because it had no effect on the ability of the companion 2 driver to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.